Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:30 am, the meter result was 5.7 inr. At 10:00 am, the result from the laboratory was 3.6 inr. Customer's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
Reporter occupation is patient/consumer (the patient's mother reported the incident.) The test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.